Event description:
It was reported that during a difficult placement of the left ventricular lead, the tip of the guidewire separated from the body in a branch of the coronary sinus. The decision was made not to try to retrieve the piece. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).